Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The patient was instructed to contact her physician to have the device checked.